Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4)

Event description:
It was reported that during the implant procedure the lead was attempted but not used. The anchor sleeve used for fixation moved and exposed cables underneath indicating insulation damage. The lead was removed and replaced. No patient complications have been reported as a result of this event.